Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the patient side cart (psc) common compute controller (ccc) and vision side cart (vsc) ccc to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the system was displaying a "robot not connected" message. Prior to contacting support, the blue fiber cable (bfc)s had been verified to be seated correctly, a power cycle had been performed, a hard power cycle had been performed, and the bfc between the robot and tower had been replaced and swapped to a different port, however the issue persisted. The bfc was reseated from tower port 3 to port 1, and no errors were observed. The bfc was then reseated back to tower port 3, and after a few minutes, a 31089 error was encountered, pointing to a potential common compute controller (ccc) on the robot. A review of the logs confirmed 31089, 170, and 307 errors. The system was cycled out for any procedures. The customer reported event has no report of patient injury.